Event description:
Previous chest x-ray normal. PICC line placed appropriately on (B) (6) 2010. Follow-up chest x-ray showed 1.5 inch long metallic material noted in left chest. A 1.5 inch long metallic piece removed from the distal artery which may correlate with the end of the stylet used to place the PICC line. When the catheter was introduced, there was no clear indication on tls screen that the tip was at the desired location, the svc. The wire was removed and user attempted to flush, but it would not flush. The PICC with the wire within, was pulled back 5-6 cms and readvanced with confirmation on tls that tip location appeared to be svc. No changes or complications were noted in the patient.